Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, difficulty in coronary sinus cannulation was encountered following fixation of the right ventricular (rv) lead. In addition, the rv lead dislodged during the procedure, therefore repositioning was attempted. It was noted that the helix was unable to be extended following retraction of the helix. The rv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically compressed. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.